Event description:
It was reported that the intima-ii y 20gax1.16in prn ec slm npvc catheter tip was cracked when pulled out of the blood vessel. The following information was provided by the initial reporter, translated from chinese to english: "there was no loosening up and down during the puncture, the needle entered the blood vessel and saw blood return. There was resistance when delievering the needle. The needle was pulled out and there was crack at the tip of catheter tube, it could be observed".

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0063906. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. See h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the intima-ii y 20gax1.16in prn ec slm npvc catheter tip was cracked when pulled out of the blood vessel. The following information was provided by the initial reporter, translated from chinese to english: "there was no loosening up and down during the puncture, the needle entered the blood vessel and saw blood return. There was resistance when delievering the needle. The needle was pulled out and there was crack at the tip of catheter tube, it could be observed"